Manufacturer narrative:
Investigation description. Complaint was confirmed and duplicated. Alert 38 was annunciated after attempts to complete a leadscrew rewind. The device was opened and foreign object debris was observed on the gears, the gears were difficult to rotate, the motor was misaligned and not fully attached to the gear frame.

Event description:
It was reported that after a supply change with a steel infusion set and cartridge, the ilet displayed restart alert 38 for a motor stall and repeatedly returned to the alert during the rewind step despite multiple restart attempts, leading the user to discontinue use and transition to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem consistent with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.